Event description:
A hospital in another country reported that they were not able to set the power level of mobile infant warmer. The hospital technician determined that the control pcb was faulty. No patient consequence was reported.

Manufacturer narrative:
An investigation will be conducted, once we receive the complaint device. A follow up report wil be provided.